Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the stapling was only 70 percent and the other stapling was manual sutured. Surgical time was extended by 30 minutes or more. Patient hospitalization was also extended.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hemorroidopexy, the stapling was only 70 percent and the other stapling was manual suture. Surgical time was extended by 30 minutes or more. Patient hospitalization was also extended.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.